Event description:
It was reported that during an unknown case, the stapler was engaged but did not fire any staples. No additional information is known at this time. No patient consequence reported. Device availability not provided. Requesting additional information.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device not available.